Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a corrected data: n/a.

Event description:
It was reported that "the hcp failed to fire the skin stapler(jammed, not firing) in surgical operation". No patient harm or injury. The patient status is reported as "fine".

Event description:
It was reported that "the hcp failed to fire the skin stapler(jammed, not firing) in surgical operation". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one unit 528135 visistat 35r 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned stapler revealed that the first two staples were severely misaligned, and there are slight gaps in between the staples. The stapler was returned with its trigger not engaged. There were signs of biological material on the device. The stapler was received with 32 staples left in the cover block, indicating that at least 3 staples were fired by the customer. Dimensional inspection was performed on the anvil. The inner angle of the hook measured 69.92 which is not within the specification. The outer angle of the hook measured 93.11 which is within the specification. A functional inspection was performed on the sample by attempting to fire staples from the returned stapler. The first fire resulted in the staple fully forming and releasing. The next fire attempt resulted in one partially formed staple and one unformed staple releasing at the same time in the skin pad. The next two staples fully formed and released in the skin pad. The fifth fire attempt resulted in one fully formed staple and one unformed staple released at the same time in the skin pad. The next three staples fully formed and released in the skin pad. The device was disassembled and die casting anomalies were discovered on the forming tool. The pusher appeared to be tilted downward. No other defects or anomalies were observed. The anvil was in the proper orientation. It appeared that the staple misalignment prevented the remaining staples from consistently firing properly. The source of the staple misalignment could not be conclusively determined. Per DHR the product visistat 35r 6/box lot # 73g2301075 was manufactured on 07/26/2023 a total of (B)(4) pieces. Lot was released on 08/09/2023. DHR investigation did not show issues related to complaint. The IFU for this product was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint of " misfire/jamming - staples not firing" was confirmed based upon the sample received. A non-conformance was opened by the manufacturing site to further evaluate this issue. Teleflex will continue to monitor and trend on complaints of this nature.